Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery (ica) using penumbra coil 400s (pc400), a px slim delivery microcatheter (px slim), and non-penumbra coils. During the procedure, the physician successfully implanted two non-penumbra coils into the first aneurysm using the px slim. Next, the physician successfully implanted one pc400 into the second aneurysm using the px slim. Subsequently, while advancing a second pc400 through the px slim, the pc400 unintentionally detached. Therefore, the px slim containing the detached pc400 was removed. The procedure was completed using another pc400 and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pc 400 confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was fractured, and the pull wire was retracted out of the ddt. If the pusher assembly is advanced at an extreme angle during use, damage such as a kink and subsequent fracture may occur. This fracture likely contributed to the embolization coil detaching from its pusher assembly during the procedure. Further evaluation revealed pusher assembly kinks. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.